Event description:
The user facility (a veterinary clinic) reported that the IV catheter tubing was noted to be detached from the luer hub following IV fluid delivery for dehydration. Follow-up communication confirmed that: upon removal it was noted that the tubing had separated near the proximal end; a small piece of tubing remained attached to the luer hub; the dog was taken to the ER clinic where both the detached portion of the catheter and the involved vein were removed; and the dog remained stable following the procedure.

Manufacturer narrative:
(B)(4). The involved sample was returned and evaluated. Careful examination of the returned sample confirmed that the catheter tubing had been compressed and then detached along a relatively straight line at the point of separation. This appearance is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Based on the user facility's description, the damage is most likely to have occurred during the bandage / catheter removal process. Retention samples were examined and tested. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the appearance of the returned sample is consistent with the catheter tubing having been damaged by contact with a sharp object, such as scissors during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).